Event description:
It was reported an 8.5f steerable agilis sheath introducer was selected for use for an atrial fibrillation electrophysiology procedure. A transseptal approach was performed and the agilis sheath introducer was advanced through the fossa ovalis using an over-the-wire exchange technique. The biosense webster catheter was inserted through the agilis sheath introducer passing into the left atrium. The cardiac-anatomical mapping was performed. The biosense webster catheter was seen outside of the atrial boundaries exiting through the roof of the left atrium; the procedure continued. Approximately one hour later, the patient experienced thoracic pain. An echocardiogram revealed pericardial effusion and the procedure was stopped. The patient underwent surgical repair and extended hospitalization was necessary. The patient was reportedly recovering. The st. Jude medical representative was made aware of this event in 2005, however, st. Jude medical product surveillance was not notified until nineteen days later.